Event description:
The patient also reported that upon new lead implant, the settings were too high that drained five years off from the implantable pacemaker device battery life. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).